Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 19.0 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All currently available information is included in this report.

Event description:
It was reported the mulitfocal intraocular lens was explanted without complication 7 1/2 months after the initial implant. Reason stated was the patient's poor distance visual acuity.